Event description:
It was reported that a left ventricular lead presented with variable impedances as measured through an attached implantable defibrillator (ICD). No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.